Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the physician went transseptal using the versacross connect with the trusteer was and after crossing into the left atrium it was noted by transesophageal echocardiography (tee) that there was a pericardial effusion in the pericardial space. The physician decided to abort the procedure and reverse the heparin on board. It was decided to place a pericardial drain and 250ml of bright red blood was drained off. The drain was left in place, and the patient went to post anesthesia care unit (pacu). Another echocardiogram was performed, and the patient went to surgery to control the bleeding. Surgery was attempted to clip the laa, but this unsuccessful. The patient is currently stable and recovering.